Manufacturer narrative:
One opened knife sample was received in a blade protector tray wrapped in paper for the report of the blade was not as sharp. The returned sample was visually inspected and was found to be conforming. The sample was then functionally tested for penetration and was found to be conforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. The returned sample was found to be visually and functionally conforming therefore, the complaint described as a blade was not as sharp was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned slit knife was manufactured to specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a knife blade was not as sharp and exhibited difficulty piercing the cornea during cataract surgery. The complaint knife was able to perform and successfully complete the procedure. There was no impact to the patient.